Event description:
Pericardial centesis was performed with intent of catheter remaining as drain but catheter fractured leaving a portion of catheter in pt. Retained portion retrieved when pericardial window performed.